Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the downloaded controller event log file spanned approximately 8 days (16apr2025 ¿ 23apr2025 and 16may2025 per time stamp). The backup battery fault alarm was intermittently active from (B)(6) 2025 at 12:08:06 to (B)(6) 2025 at 13:12:46 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm would clear after completing load tests but would reactivate shortly after. The alarm remained active until the driveline was disconnected on (B)(6) 2025 at 13:11:03 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. Additional information provided stated that they replaced the patient¿s back-up controller since they had the backup battery replaced in the controller previously on (B)(6) 2024. The controller exchange occurred on (B)(6) 2025 and there were no log files available at the time of the event. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 04sep2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that (B)(6) was returned and received for an unknown reason. The system controller was returned by mistake, but this patient also had a system controller exchange due to recurrent backup battery (ebb) faults. The patient called to report recurrent ebb alarms and was not able to come to the clinic as they live a distance away with limited resources. The patient was walked through a system controller exchange over the phone, and then the backup system controller was replaced at their next visit since they had the ebb replaced in the system controller previously on (B)(6) 2024 due to ebb fault alarms that were occurring on (B)(6) 2024. The system controller exchange was performed on (B)(6) 2025. There were no log files available and the patient suffered no adverse events.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.